Manufacturer narrative:
Correction: describe event or problem, unique identifier (UDI) #, medical device serial #. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had pump fell off pcu and hit patient was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the channel fell off and hit patient on right side of head. CT brain ordered. No redness, bleeding or swelling noted. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the channel fell off and hit patient on right side of head. No redness, bleeding or swelling noted. There was patient involvement, but the outcome is unknown.